Event description:
Event description guidant received information that this recently implanted implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited episodes of oversensing with pacing inhibition in a pacer dependent patient. The device was reprogrammed to least sensitive; however, the oversensing continued.